Event description:
New information indicated that the device was explanted and replaced due to a potential inappropriate shock risk from the crosstalk, and the device was counting p-waves. There were no adverse health consequences to the patient.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device exhibited over-sensing of crosstalk. No further information was reported.